Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the harmonic ace to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm. The teflon pad was found detached from the arm clamp. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Components adjacent to the damaged teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip broke and influenced the function during the surgery. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument had a small crack on the tip pad during the surgery. No material was detached or missing from the instrument therefore no fragments fell inside the patient. Instrument was sent back for evaluation however no photos are available for review.